Event description:
When putting the 4th staple on the common bile duct during the lap chole procedure, the clip applier got stuck and would not release, nor open. Thus the surgeon had to use another instrument in order to pry the jaws apart to remove clip applier from common bile duct. No adverse effects noted.